Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as a touch contamination. The patient had a ¿few tests¿ for peritonitis performed in the hospital; however, the patient was not admitted to the hospital for the peritonitis event. The same day as onset, the patient began treatment with vancomycin and gentamycin (doses, frequencies and routes not reported). Pd therapy was ongoing. The antibiotic therapy was discontinued on an unreported date in the same month as initiation. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.